Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer found that the customer reported cubie was failed and contacted pharmacy and pharmacy staff recovered the failed cubie pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie pocket was failed and when user tried to recover the pocket, the system had displayed a maintenance required message. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.